Event description:
Additional information received reported the system was being used to deliver compounded baclofen and hydromorphone at the time of the event. It was noted that intrathecal baclofen treatment started in (B)(6) 2010 and was ongoing. No other medications were contained in the pump at the time of the event. The patient experienced symptoms of itching, nausea, yawning, and somnolence. The pump volume was checked on 2014-(B)(6) and was with margin of error. The catheter was interrogated 2014-(B)(6) and had normal function. The patient was doing okay and receiving effective therapy at the time of the report.

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown; product type catheter. (B)(4).

Event description:
At the time of report, the patient had experienced progressive sleepiness and the symptoms looked like the dose was 10 to 20% more than it should be (refer to manufacturer report #3004209178-2014-08610 for details pertaining to the symptoms occurring at the time of report). It was indicated that the patient had experienced a similar incident following the first refill post-implant. On the day following refill, the patient felt woozy and bad, so the daily dose was decreased from 0.5mg/day to 0.05mg/day. It was indicated that the pump had initially contained morphine, but was later switched to dilaudid. Additionally, at the time of report, the pump contained baclofen; however, it was not indicated that baclofen was being used at the time of the event.

Manufacturer narrative:
(B)(4)